Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. The patient reported that the controller would not let them turn stimulation up or down on either side and that they were stuck on 0.1 v. The patient stated that the wire moved and that they were told to go ahead and try to remove it themselves and then go to the healthcare professional (hcp) office if they couldn't get it out. The patient noted that they were able to remove it themselves, but in the process one of the 2 separate wires came apart. The patient stated they did not know it was loose before but now had a wire sticking out of their body. The patient stated that the wire that was sticking out was all taped up, it ran into their back and was at a level that was above their waist. The patient noted that they did not want to remove the lead themselves, so that was why they kept taping it up. The patient pulled their settings up using the controller and the controller showed the normal therapy screen and that the external neurostimulator (ens) was on with stimulation set to 0.1 v on the right side. The patient stated that the controller showed that the batteries were dying and noted that they had 2 wires. The patient thought that the wire pulled out on the left side and that the wire on the right side was sticking out. The patient stated that their symptoms were not controlled because they were told to take the whole thing off, so everything was off except the wire sticking out of them. The patient confirmed that the ens was disconnected from the remaining lead and noted that their symptoms were a lot worse with the therapy. The patient stated that they knew that they were getting more leaks again and was having a small leak here and there, but the last couple of nights it had been more at night. The patient noted that they thought their permanent implant was only a month away and was advised to follow up with their healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they did not know why they could not turn stimulation up or down with the controller. They had since seen the nurse. No further complications were reported/anticipated.